Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter did not receive and was not able to evaluate any of the devices. When a device is received and the eval is complete, a supplemental report will be submitted. The customer was given instructions on why system error 322's occur and how to prevent them. If the requires more info a supplemental report will be submitted.

Event description:
It was reported that pumps were alarming for system error 322. Some of the errors occurred during pt care, interrupting it. An explanation was requested by the customer.